Event description:
It was reported that there was a loss of therapeutic effect. The patient was experiencing pain and thought the leads moved. This started one week ago. Programs 1 and 3 were in the stomach area and the second one was the only one in the legs/low back. There were no falls or trauma and it started out of the blue. There was stimulation in the wrong location. It was later reported that the patient required reprogramming. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_recharger_acc, product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).